Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that their incision became infected where their stimulator was implanted on (B)(6) 2017 so they had the implant removed. The incision never closed and was oozing. Two weeks after implant they went to a follow up appointment with their healthcare professional (hcp) who said everything looked okay, but then four days later the patient went to the emergency room and the infection was confirmed. The patient plans to try and get the area healed and then have the procedure done again. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.